Manufacturer narrative:
A steris service technician went onsite and found that a wire connecting a 50 amp contactor terminal block to the steam generator was completely burnt through and another wire was partially burnt through. He replaced the heater element, burnt wires and 50 amp contactor, tested the unit and returned it to service. The incident appeared to have been caused by the wires being crimped too tightly, severing some of the strands in the wire, leading to overheating of the wire and eventually combustion of the wire insulation. The unit is under warranty and was last serviced on (B)(4) 2011. No further issues have been reported with the equipment. Steris has determined this to be an isolated event.

Event description:
The user facility observed a burnt smell and smoke being emitted from a 20" century sterilizer. The employee who turned the unit's power off inhaled smoke and was sent to occupational health for examination. There were no reported procedural delays or cancellations. Steris has contacted the user facility to obtain additional information concerning the employee's medical condition; however, the user facility has refused to provide further information.